Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.50 x 38 synergy ii drug eluting stent was advanced to treat the lesion. However, prior to going in the body, the stent was noted to be bunched up. No patient complications were reported.